Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that according to surgeon, patient had undergone 2-3 previous revisions. Originally had a metal on metal with summit stem. The neck of the summit stem is now broken, evidenced by x-ray. Surgeons extracted the stem and a competitors product was placed. There was a surgical delay of three minutes. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(6)_2024_08_27_38_27907.eml. The x-ray investigation revealed that unk hip femoral stem summit was observed broken from the area neck, therefore, the reported condition can be confirmed. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the pinnacle bantam acet cup 46mm may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the stem would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device.

Manufacturer narrative:
Product complaint # : (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that according to surgeon, patient had undergone 2-3 previous revisions. Originally had a metal on metal with summit stem. The neck of the summit stem is now broken, evidenced by x-ray. Surgeons extracted the stem and a competitors product was placed. There was a surgical delay of three minutes. Doi: unknown. Dor: (B)(6) 2024. Affected side: left hip.